Event description:
It was reported that a dexcom g7 sensor did not connect to the ilet pump because the user entered an incorrect pairing code and attempted to pair with the wrong sensor type, the user reattempted pairing with the correct code and confirmed resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported pairing behavior. Investigation of this case revealed user error in code entry and sensor selection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.